Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was still in ventricular tachycardia. Boston scientific technical services discussed that the patient was still in ventricular tachycardia at end of episode due to rate sense down causing undersensing of ventricular tachycardia due to blanking. Technical services also explained that bradycardia tachycardia response algorithm squeezes atrio-ventricular delay and then ventricular tachycardia was then sensing resumes episode ends because it went below six over ten and then declared to eight over ten. Technical services then suggested can turn off rate sense down. No adverse patients effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because additional information was received indicating that reprogramming was done. In addition, coding has been updated.